Event description:
It was reported that in 2006, the pt suffered an injury to his back. He underwent an anterior lumbar fusion at l5-s1 in '07. The anterior rectus sheath was closed with a running ethibond, the skin with 3-0 vicryl and staples. The pt has suffered pain in the incisional area of the abdomen and the surgeons will have to perform surgery to remove the suture material. No additional info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.